Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that during the permanent implant procedure on (B)(6)2018 the physician was attempting a laminectomy, a decreased sensory evoked potential of the left median motor nerve was noted at neuromonitoring. As a result, the physician decided to abandon the procedure. The penta lead was already opened and placed out. No further information was available at this time.

Event description:
Additional information identified that weakness has improved and patient is having better control of her upper extremities and her neck at this time. Issue has resolved.